Manufacturer narrative:
We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted. Device technical analysis it was indicated by the facility that the device was not available to be returned for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review the indications/instructions for use (IFU) for the versacross rf wire warns users to 'do not attempt to insert or retract the versacross rf wire through a metal cannula or a percutaneous needle, which may damage the device and may cause patient injury.' Risk assessment: a risk review performed for the versacross connect for faradrive device confirmed that the event of coating issue is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the versacross connect for faradrive device is acceptable. Investigation conclusion based on the available information, the observed coating issue was likely due to 'failure to follow instructions'. It is highly likely that the damage to the rf wire was caused by inserting the wire through a non-boston scientific introducer needle.

Event description:
It was reported that during a farapulse pulmonary vein isolation procedure, a versacross connect for faradrive was selected for use. It was noted that rf wire was damage when the physician introduced the wire direct in the non-boston scientific needle (metal cannula). The coating of the rf wire was peeled off. Also, the rf wire got stuck in the needle and had to be removed together with the needle.thus, the device was replaced and the procedure was completed. No patient complications occurred. The device is not expected to be returned for analysis.

Event description:
It was reported that during a farapulse pulmonary vein isolation procedure, a versacross connect for faradrive was selected for use. It was noted that rf wire was damage when the physician introduced the wire direct in the non-boston scientific needle (metal cannula). The coating of the rf wire was peeled off. Also, the rf wire got stuck in the needle and had to be removed together with the needle.thus, the device was replaced and the procedure was completed. No patient complications occurred. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.